Event description:
Complainant alleged that during training by facility staff, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to incorrect ECG core software loaded. The correct ECG software was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.